Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test, off no power without low battery or weak battery alarms noted. The battery was warming up due to a component on the lcd puncturing through the isolating tape and making contact to the positive side of the battery tube. The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, low battery and weak battery. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the batteries were changed every hour and that battery cap was loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.